Event description:
It was reported that this right ventricular (rv) lead perforated post procedure, which was confirmed through an echo. After the initial implant procedure, the right ventricular (rv) lead had loss of capture (loc) and increased thresholds. The physician decide to do a lead revision, and ultimately remove the entire system and reimplant on the left side. No additional adverse patient effects were reported.